Event description:
Healthcare professional reported one day after injection with juvederm voluma xc in the cheeks and juvederm ultra plus xc in the nasolabial folds, the pt called complaining of "swelling which had gone down into the lip area" and skin discoloration. Two days after injection, the pt's skin "began to necrose" and it was believed to be a "delayed vascular event." The day after injection, the pt was treated with prednisone and vitrase; 3 days after injection pt was additionally prescribed "bactroban and doxycycline." Symptoms resolved approx two weeks after onset. This is the same event and the same pt reported under ID# 3005113652-2014-00135 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvederm ultra plus xc.

Manufacturer narrative:
(B)(4). The events of "swelling which had gone down into the tip area", skin discoloration, necrosis, and "delayed vascular event" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.